Manufacturer narrative:
Device labeling is adequate to inform the user or caregiver of the device that remote alarm or nurse call options are to be considered a back-up to the device's primary audible alarms in a medically supervised environment, and that confirmation of the remote alarm or nurse call connector is required prior to placing the device into pt use. Although the malfunction of the ventilator's remote alarm connector could cause a failure of a remote alarm or nurse call system to annunciate if configured to normally open, device labeling warns users of this possibility. A failure of the ventilator's remote alarm connector would not affect the device's primary alarms or function. The ventilator would continue to provide therapy and audibly alarm for pt events. To date there have been no reports of pt harm or injury related to remote alarm/nurse call connector failures.

Event description:
A malfunction of a ventilator's remote alarm/nurse call connector was identified at the MFR's service center during eval for an unrelated issue. There was no allegation of pt harm. The device's remote alarm connection appeared to have been stressed beyond its intended design. The solder joints that attach the remote alarm connector to the interface board were fractured, causing an "open" condition. This type of malfunction would cause continuous activation (continuous alarm state) of a remote alarm or nurse call system if the ventilator was being used with a "normally closed" or "lifecare" configuration. There are the MFR's recommended remote alarm connector settings and would alert the user or caregiver fo an event if the remote alarm connector, cable or other related component failed to operate as designed. The ventilator's remote alarm connector can also interface with a "normally open" remote alarm or nurse call configuration. A malfunction of the ventilator's remote alarm connector, cable, or other related component could cause a failure to initiate a remote alarm or nurse call system when used with a normally open configuration. This type of configuration is not recommended by the MFR. The ventilator would not warn or alert the user of a remote alarm or nurse call system failure if a failure were to occur. Labeling for the device (nurse call adaptor cable, pn (B)(4)) lists the following warning for use in a "normally open" remote alarm or nurse call configuration: "respironics strongly recommends using a normally closed nurse call system. If a system with normally open logic is used there are certain situations where the nurse call system cannot indicate an alarm condition."